Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
Per the clinic, the patient experienced an inferior migration of the receiver-stimulator. Subsequently, on (B)(6) 2017, the patient underwent revision surgery to reposition the device. During revision, an implant bed was drilled in order to hold the device in place. The surgery was successful and the implanted device remains insitu.